Manufacturer narrative:
The reported pump ar-6485 was received at arthrex poland and was subject to a functional testing before it was returned to the customer. Based on the feedback received, the function testing did not show any malfunction of the pump. The device worked as intended. Therefore the reported event cannot be confirmed.

Event description:
It was reported that during an arthroscopy there was a pressure problem. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Update swit on (B)(6) 2023: the pump was working all the time. It did not stop and hold the pressure. The pump should stop after a while but it did not. There was no harm for patient because they stopped the pump on touchscreen and started it when needed. In this way the surgery was successfully finished.